Event description:
It was reported that the patient presented in clinic for leadless pacemaker implant procedure. During the implant, the patient sustained a blood pressure drop and transesophageal echocardiogram (tee) revealed pericardial effusion. Emergent cardiopulmonary resuscitation was performed but was unsuccessful. The patient was pronounced deceased.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.